Manufacturer narrative:
The device has been requested to be returned for investigation into the reported incident. A follow up report will be submitted upon completion of the investigation.

Event description:
Customer reported the 71670 handle had smoked and caught fire. There was no adverse event reported.

Manufacturer narrative:
The customer did not return the device for investigation therefore, a root cause of the reported incident could not be determined. Attempts were made to gain additional information from the customer regarding the type of battery was used with the handle without response. The welch allyn 3.5 v rechargeable handles are intended to power various accessory heads including otoscopes, ophthalmoscopes, retinoscopes, strabismoscopes, episcopes, illuminators, and transilluminators. Although there was no injury reported and a root cause could not be determined, if the reported malfunction were to recur, it could lead to serious injury or death.

Event description:
Customer reported the 71670 handle had smoked and caught fire. There was no adverse event reported.